Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that a leak was found on the expiratory tube of an rt340 adult dual heated with evaqua breathing circuit during set up. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that a leak was found on the expiratory tube of an rt340 adult dual heated with evaqua breathing circuit during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual heated with evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The rt340 adult dual heated with evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual heated with evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Methods: the returned rt340 adult breathing circuit was visually inspected for damage and was pressure tested for leaks. Results: the visual inspection reveled a hole in the evaqua tube of the returned breathing circuit. The breathing circuit failed the pressure leak test as it was leaking from the hole in the tubing. A lot check revealed no other complaints of this nature for lot number 100730. Conclusion: based on our evaluation of the returned breathing circuit, the circuit was punctured by a blunt object, creating a hole and resulting in the reported leak. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production. The key difference between fisher & paykel healthcare's evaqua breathing circuits and the conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by objects such as circuit hangers. The rt340 user instructions include the following statement: "set appropriate ventilator alarms", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures. It also advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage". (B)(4).